Event description:
It was reported that an ilet user experienced an insulin occlusion at breakfast that interrupted insulin delivery and resulted in hyperglycemia, with blood glucose reaching 254 mg/dl before the user cleared the alert and insulin delivery resumed, after which glucose decreased. Symptoms included elevated blood glucose. Outcomes included transient hyperglycemia without hospitalization or medical intervention. Investigation included complaint handling with troubleshooting and user education regarding occlusion response and device use. Investigation of this case revealed a cause that remained unclear. It was concluded that the event involved an insulin occlusion with unclear root cause and that the device functioned after the alert was cleared. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.